Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event has been confirmed through the provided x-rays. D10 narrative: item: 00436504000, lot #: 64493954, item name: glenosphere centric 40 mm diameter +5mm lateral offset. Item: 0104223018, lot # 3187113, item name: anatomical shoulderâ¿¢ reverse, screw system, 4.5-18. Item: 0104223018, lot # 3198214, item name: anatomical shoulderâ¿¢ reverse, screw system, 4.5-18. Item: 11003142900. Lot # unknown. Item name: vivacit-e bearing 40mm +3 ret/ item: 00436201500, lot # 66297134, item name: base plate uncemented 15 mm post length. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to dislocation. There was harm or injury to patient as the patient has to underwent additional surgical/medical procedure. Due diligence is complete. No additional information is available.